Event description:
Patient admitted for removal of ruptured breast implants which were implanted approximately 20 years ago. Neither the patient nor the surgeon nor the pathologist are able to identify the manufacturer of the implants.